Event description:
It was reported that the user experienced fluctuating blood glucose while using the ilet with a dexcom g7 sensor after making lifestyle and diet changes, with lows to 60 mg/dl and highs up to 280¿300 mg/dl; the device alerted for high and low glucose, the user treated lows with oral carbohydrates and allowed the ilet time to address highs, and a factory reset was performed with education on relearning provided. Symptoms included "feeling weird" during hypoglycemia and thirst with confusion during hyperglycemia. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and education. Investigation of this case revealed no device malfunction identified and that the cause of the hypoglycemia and hyperglycemia remained unclear given concurrent lifestyle changes and ongoing system relearning. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.